Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email the customer did a sensor trial. The customer's blood glucose was unknown at the time of incident. The sensor failed to get a signal from the transmitter and after troubleshooting resorted in taking off the sensor and found the sensor had no electrode in this sensor. The sensor was not returned for analysis.